Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. It was reported that during implantation, the back end handle of the delivery system came loose. There was no impact to the deployment and the patient status is fine. The delivery system was discarded by the user facility.